Event description:
Dealer called stating that the unknown bed arrived without caps for the motor. Dealer did not have information on the bed at time of call. Follow up call unsuccessful in obtaining the model and serial number of the bed. No injury this is an out of box failure. No user involvement.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. This is an out of box failure - no user involvement. The malfunction has not been confirmed.